Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received notes that the implantable cardioverter defibrillator was undersensing on the discrimination channel resulting in non-sustained right ventricular oversensing episodes.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing on the implantable cardioverter defibrillator (ICD). The patient had shortness of breath due to premature ventricular contractions. Programming changes were performed to resolve the issue. The patient's condition improved after making the programming changes.